Event description:
Baxter pump was supposed to be infusing precedex (100 ml bag) as primary infusion at approximately 10 ml/ hr. Programmed volume to be infused was 85 ml. Remaining volume was 43.7 ml. Measured volume in bag was 78 ml, with approximately 20 ml in remaining in IV tubing.